Event description:
Patient had a left total hip arthroplasty on (B)(6) 2012 for advanced osteoarthritis. There were no complications with the surgery and the pt did well for eleven months. She complained of swelling of the whole left lower extremity and a mass medially. After many tests, a pseudotumor consisting of necrotic tissue was found. She underwent a laparoscopic resection of the left retroperitoneal tumor and a revision left total hip arthroplasty with debunking of the pseudotumor seven days later.